Event description:
It was reported that during an unknown procedure, there was leakage. Another like device was used to complete the procedure. There were no adverse consequences for the patient. Six devices were discarded.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis